Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken clamps is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The clamp on the extension leg of the red lumen was found to be broken with part of the clamp missing. The clamp on the extension leg of the purple lumen was observed to be broken on one side and beginning to crack/tear on the other side. Discoloration was observed on the distal side of the bifurcation. A microscopic observation revealed the fracture surfaces of the breaks in the clamps were uneven but mostly smooth. Whitening was observed in the material of the clamp on the red lumen at the corner of the crack/tear. This crack/tear was observed to originate on the interior side of the hinge of the clamp, which suggests the clamp was likely damaged due to repeated over-extension of the hinge when disengaging the clamp. Exposure to incompatible chemicals could have also contributed the breaks and cracking observed in the clamps.

Event description:
It was reported that patient had a PICC since march that had "both clamps basically fall off-disintegrated/cracked". A over the wire exchange was done.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2681 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a PICC since march that had "both clamps basically fall off-disintegrated/cracked". A over the wire exchange was done.